Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: pain rupture, disfigurement. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an unknown breast augmentation with unknown breast implants which the report indicates the patient complaining of pain and breast deformity. Bilateral digital mammography examination on (B)(6) 2019 revealed bilateral intracapsular rupture of implants. As a result patient had the devices removed on (B)(6) 2019. This report is for the left side.